Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date. The customer's blood glucose level at the time of the incident was 591 mg/dl and the current blood glucose level was 240 mg/dl. Customer was in the emergency room. The auto mode was active at the time of the incident. The insulin pump had insulin flow blocked alerts. The insulin pump will not be returned for analysis.